Manufacturer narrative:
(B)(4).this report is for use error ¿ reuse of single-use product, where the patient reused the supplies from the previous therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting for an unrelated alarm, the hp started the set-up using the same supplies that were used in the previous therapy. The technical service representative (tsr) had the registered nurse (rn) disconnect the hp using aseptic technique and start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.